Event description:
Event description cpi received information that this endotak endurance transvenous defibrillation lead perforated the rv during attempted implant. The rv self-sealed, but lead was electively not used.